Manufacturer narrative:
The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. The alarm occurred during use of the device on a patient (medication, dose, programmed amount and delivery rate unknown) however it was reported that there was no patient injury or medical intervention associated with this event. No additional information is available.